Event description:
Boston scientific received information that the day after the right ventricular (rv) lead was implant the physician noticed a decrease in detection of the rv lead, as well as a decrease in shock lead impedance measurements, and pace lead impedance measurements. An x-ray and echocardiogram were performed and indicated that the rv lead remained in the target position and there was no sign of pericarditis. Four days later commanded shock therapy testing at 21 joules was performed successfully. However; it was noted that the sensitivity continued to decrease and the amplitude on the shock channel was low. Additionally a signal that appeared to be the right atrium and a t-wave were observed. The device was re-programmed to remove rythmid. Boston scientific technical services (ts) reviewed all information presented and believed that the lead had likely microdislodged. Even though there was no undersensing observed during integrity testing, lead replacement was recommended by bsc ts. The lead was surgically explanted and replaced. The rv lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.